Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2 implantable collamer lens, -13.5 diopter in to the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to elevated iop . The lens was exchanged for a shorter lens and the problem was resolved. The patient's post op best corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a lens case/vial. A visual inspection was performed, observing the haptic to be broken and bent. (B)(4).